Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that less than one year had passed since the subject device had been installed. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user facility that in the unspecified timing, it was found that the lid of the subject device was damaged. There was no report regarding patient injury and damage of the endoscopes related to the event.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.